Manufacturer narrative:
(B)(4). The insulin pump was received with broken battery cap and stripped battery cap coin slot. The device was received with cracked case at display window corners and battery tube threads. The device was received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the battery cap was cracked and damaged. Customer's blood glucose was 160 mg/dl. No further information reported.